Event description:
It was reported that during an unk procedure, the device produced an incomplete staple line. Another device was used. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.